Event description:
A total knee was implanted in 2001 due to a tibial plateau fracture. The lcck articular surface was torqued to the recommended level. X-rays revealed the articular surface had disassociated from the tibia plate. The locking screw threads were stripped and the surface was free floating in the knee. Patient was revised in 2003 to a less constrained lps surface.